Event description:
It was reported that the cassette was not attached/load v5. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed a number of cassette not attached alarms. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a contaminated dso sensor, and it was replaced to fix the issue.